Event description:
Conmed clearvac goldline electrosurgical handpiece smoke evacuation tubing is not staying connected to the small to large diameter adapter. The tubing is not secure to the small side adapter. There were (3) units that needed to be replaced for one case due to this issue. This was prior to the procedure starting as we were attempting to connect the tubing to the suction unit. Diagnosis or reason for use: bilateral breast reduction.